Event description:
It was reported that a patient implanted with an impella cp developed oozing at the access site. Also, retroperitoneal bleeding was identified in a CT. Two units of blood were transfused. Due to the patient's coagulation disorder and multiple organ failure care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product returned for investigation. The cause of the access site bleeding was patient related due to the patient's coagulation disorder. The device passed all the post sterile inspection checks.